Manufacturer narrative:
The root cause to this incident was not found. The sample is aspirated and the pump is running towards waste which mean that over pressure cannot be generated in the inlet. It has not been possible to investigate if the incident was caused by a defect sample, as the sampler was discarded after use.

Event description:
When carrying out a routine blood sample on the abl90, the user has described that, "it seemed that pressure built up behind the sampling port. Blood then sprayed onto the user as well as the surrounding area". No blood went on the user's face, eyes, mouth or nose. The hospital's own engineering department checked the analyzer immediately after the incident and could not find anything wrong with the analyzer. A test sample was run without any incident. The analyzer was put back into use again and there have been no other similar incidents.